Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) was seen in the emergency room after experiencing a syncopal episode. The device was interrogated and no events were noted in the arrhythmia logbook. The physician suspected that the patient's symptoms were caused by pacemaker mediated tachycardia (pmt) and/or loss of atrial capture. Boston scientific technical services discussed programming changes with the local boston scientific field representative (fr). The fr reported that the device was reprogrammed to vvi 40 to prevent any potential pmt and a low monitor only zone was programmed in an attempt to record any potential slower arrhythmias. There were no additional adverse patient effects. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.